Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection due to the presence of contamination and corrosion on all the connectors' pins and driveline's guidance. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the corrosion on the controller's power port pins can be attributed to a surge in current at the time the power source is disconnected from the controller port. This is due to normal use and does not impact the connection between the power source and controller as the point of contact is further within the controller pins. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-03010, 3007042319-2015-03011, 3007042319-2015-03012) submitted for devices related to the same event.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-03010, 3007042319-2015-03011, 3007042319-2015-03012) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient had observed "power switching several times." It was stated that there were "no impact or consequence for patient reported." No additional information provided. Investigation is ongoing.